Manufacturer narrative:
Initial.

Event description:
It was reported that an iLet user experienced interrupted insulin delivery with a reported value of 300 mg/dL associated with an occlusion alarm, after which the user believed the pump was not administering insulin through the tubing and used subcutaneous insulin by pen while intermittently disconnecting from the pump. Symptoms included hyperglycemia requiring multiple correction doses, with a reported blood glucose of 91 mg/dL after a pen dose at the time of the call. Outcomes included temporary interruption of insulin infusion, and continued therapy with multiple daily injections during troubleshooting, with no hospitalization. Investigation included review of device logs and user education on supply replacement and proper disconnection when using injections. Investigation of this case revealed an occlusion that stopped dosing and was resolved after a complete supply change of the infusion set and related disposables, with no evidence of a pump malfunction after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion resolved by supply change and appropriate user troubleshooting.